Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found one haptic torn. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -11.5/+1.0/065 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2018. The lens was explanted on (B)(6) 2018, due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The reporter indicated the cause of the event was unknown.